Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard an alert after extending their arm more than the normal range of motion. There was oversensing on the pace/sense portion of the right ventricular (rv) lead. The lead also had a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.